Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and sample data did not indicate a device failure. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation". The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 1.23 ng/ml was obtained on a pt sample. The result was not reported to the physician. The same sample was repeated on an alternate dimension analyzer and results of 0.00 and 0.01 ng/ml were obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin I result was sample integrity.